Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that upon the initial start-up of the pump, a malfunction alarm occurred. Customer had not yet started pump therapy at the time of event. Pump was replaced.